Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
During cervical fusion, the 1 mm kerrison rongure's tip broke off in the patient; piece was recovered y surgeon. Delay in care while verifying (x-ray and fluoroscopy) no object remained in the patient and waiting for replacement instrument.

Manufacturer narrative:
Manufacturing site evaluation: devices were not returned for evaluation. A review of manufacturing records is not possible as the device does not require batch management. According to past experience, the reported breakage is related to user error in the form of mechanical overload; however, this can not be confirmed. The current failure rate is within the risk analysis and therefore acceptable; no corrective / preventive action (s) are necessary.